Event description:
It was reported it seems like it is cross threaded and sticks.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: no further investigation for this event is possible at this time as no devices and insufficient information was received by stryker.

Event description:
It was reported it seems like it is cross threaded and sticks.